Event description:
It was reported that the vns patient had a few seizures and the relationship to her pre-vns baseline levels is unknown. The patient¿s device was tested and showed normal device function. Attempts for additional relevant information have been unsuccessful to date.

Event description:
The physician does not believe that the patient's increase in seizures is related to vns therapy. Patient has untreated sleep apnea and this is thought to be the cause of the increased seizures. The patient's medications were adjusted as a result.